Event description:
While obtaining IV access on my patient, the IV needle that I used appeared to be malfunctioning (not successfully threading through the patient's vein or having proper needle retraction), so I removed the needle and catheter from the patient. After catheter and needle removal, I inspected the catheter and noticed that the catheter tip was severely bent, and that it had partially separated from the IV needle, appearing to be torn. Before sticking my patient again, I inspected a few more IV needles of the same kind and noticed that with this particular brand, there is an indention near the tip of the catheter that can make the catheter susceptible to bending easily inside the vein or potentially even breaking off into the pt¿s vein.